Event description:
During a follow up in md's pacemaker clinic, it was discovered by md there was a dysfunction of his dual-chamber pacemaker system. Patient required surgical intervention x2 to reposition his atrial & ventricular pacing leads. Initial pacemaker was inserted in 2005. During second surgery a new medtronic vvd bipolar pacemaker generator implanted.